Event description:
The device was used during a lower anterior resection procedure. Reportedly, the knife blade did not retract and the instrument was difficult to open. The surgeon resected the incomplete anastmosis site and applied another device to complete the procedure. The hospital has reported no pt injury occurred.